Manufacturer narrative:
Usage of device was unknown.

Manufacturer narrative:
Consumer reported her eyes burned after inserting her lenses. She reported she can't be in direct sun light for a couple of hours because it makes it worse. Medical attention was not sought. Consumer reported the burning went away after about 20 minutes or so. She indicates she always follows the instruction and it was strange that her eyes were burning. She reported that it was almost as if the solution never activated. She stopped using the product since the event occurred and has not had any issues. The (B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptoms and signs reported are consistent with the (B)(6) description of a temporary condition associated with hydrogen peroxide exposure. The consumer recovered. The product was not returned.

Event description:
Consumer reported her eyes burned after inserting her lenses. She reported she can't be in direct sun light for a couple of hours because it makes it worse. Medical attention was not sought. Consumer reported the burning went away after about 20 minutes or so. She indicates she always follows the instructions and it was strange that her eyes were burning. She reported that it was almost as if the solution never activated. She stopped using the product since the event occurred and has not had any issues. The complaint suggests the device may have malfunctioned as a result of variability of neutralization.